Event description:
It was reported that prior to device changeout, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. Lead revision is planned. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.